Event description:
On 3/6/97, the facility nurse contacted the MFR's (MFR) clinical specialist and provided the following info concerning this event: the device catheter was identified as "kinked" on day 15 after implant. No other info/details were provided at this time.